Event description:
It was reported that the user experienced continuous glucose monitor (cgm) connectivity issues when attempting to pair a dexcom g7 sensor with the ilet, and reentering the pairing code after the initial paring failed ultimately completed the pairing. No adverse clinical symptoms reported. Outcomes included no reported impact to health, medical intervention, or hospitalization. User support included remote troubleshooting and user education regarding correct pairing workflow and waiting for the sensor to complete the pairing process. Investigation of this case revealed a connectivity and pairing failure between the cgm and the ilet, with no device hardware malfunction confirmed and no component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the pairing process and software-related communication steps during sensor initialization.